Manufacturer narrative:
Product ID: 3889-28 lot# v624650, implanted: 2011 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the device was going to be moved from one side to the other for patient comfort. Two weeks later, it was reported that there was no known diagnostics performed. No malfunctions were seen and no cause of the issue was determined. The patient complained of pain at the pocket site that was not associated with stimulation. The patient asked the health care provider to move the device. The device was replaced and moved to the contralateral buttock. The patient was doing great.